Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported patient ((B)(6)) experienced ineffective stimulation due to high impedance measurements on multiple lead contacts. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced with a new model. Effective stimulation was achieved postoperatively thus resolving the issue.